Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Devices were returned for evaluation, and the drill was jammed inside the guide and was bent. Od of drill was measured and found to be conforming. Drill guide ID could not be checked. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definite root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Unique identifier (UDI) #: n/a. Concomitant medical products: item # 406849, glen guide handle, lot # 365710. Item # 405883, comp rvs 3.2mm drl, lot # 336550. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 09186; 0001825034 - 2018 - 09188.

Event description:
It was reported that during a procedure, the 3.2mm drill bit became stuck in the drill guide. In an attempt to remove the bit, the handle tip also broke off in the drill guide. No adverse events to the patient. Attempts have been made and no further information has been provided.